Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be exhibiting normal device characteristics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg displayed the elective replacement indicator. As a result, the patient may undergo surgical intervention to address the issue.